Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 230 mg/dl.